Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's wife to test the alert functionality and patient's wife reported alerts were not functional.

Manufacturer narrative:
(B)(4).